Event description:
Alleged event: the grip could not be manipulated at all and the clip did not come out. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). There is not an appropriate result code available. One (1) applier of catalog number 543965 auto endo5 ml was received used; lot # 73f1400231 was confirmed with the sample. The trigger component is damaged, broken, there are no stuck clip in the applier jaws. Failure mode, clip stuck in applier, was not confirmed and it is unknown why the trigger component is damaged. The failure mode could not be duplicated due to the condition of the sample and the root cause is unknown. All products are 100% tested and this defect would have been detected during the functional testing. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot # 73f1400231 investigation did not show issues related to the complaint. The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related events.